Manufacturer narrative:
Follow-up #1: date of submission 03/27/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 03/16/2015 with the following findings: the investigation was unable to evaluate the alleged display issue. Moisture intrusion was evident behind the display as well as in the battery compartment. The pump failed to power on and was unresponsive. As a result, the dim display issue could not be fully evaluated and no conclusion can be drawn. Additional evidence of moisture intrusion was found on internal components when the pump casing was opened.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the text was faded or dim. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.